Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain¿, ¿small volume of peri-implant liquid with no clinical relevance¿, ¿cysts at left side up to 0.7 cm¿, and ¿oval and circumscribed nodule with low signal on t1¿ on the left side. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.2 , d.3, g.5.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain¿, ¿small volume of peri-implant liquid with no clinical relevance¿, ¿cysts at left side up to 0.7 cm¿, and ¿oval and circumscribed nodule with low signal on t1¿ on the left side. The device remains implanted.